Manufacturer narrative:
(B)(4) - against resistance. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi torque guide wire instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of the heavily calcified mid anterior descending artery, a balance middleweight guide wire was delivered across the target lesion without difficulty. An unsuccessful attempt was made to deliver an unspecified dilatation catheter over the guide wire. An attempt was made to withdraw the catheter over the guide wire and resistance was felt. Additional attempts were made to withdraw the catheter. Several centimeters of the distal segment of the balance middleweight guide wire became flared and a small segment of the guide wire separated in the aorta. An unsuccessful attempt was made to retrieve the separated segment using a goose neck snare. Acute myocardial infarction occurred. Surgical intervention was performed and the separated segment was removed from the aorta. The patient has been discharged in good condition. No additional information was provided.